Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Event 1: twelve (12) samples and two (2) photos were submitted to the manufacturer for evaluation. Through visual examination of the photos, photo one showed an is3 g22 sample in a dismantled condition. The catheter hub had detached into two pieces, the valve housing and septum opener were dislodged out from catheter hub. The safety clip was activated and engaged at the cannula tip. Photo two was a photo of the primary packaging of the introcan safety 3. Through visual examination of the twelve received samples, five samples were detached from the catheter hub. The reported defect is confirmed. A review of the device history record was performed for the reported lot number and no abnormalities or nonconformances were noted during the in process or final product inspection. The defect is a result of a failure in the production process and is a known issue. An approved project is in place to further address issues with catheter detachment. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: event 1: brief inquiry description: IV catheter coming apart. Detailed inquiry description per the account "the nurses have had issues with a certain lot # of the closed cath IV. There were I believe 4 that were used and I pulled the rest from shelf. I have 10 unopened that I pulled. They are coming apart, which in turn causes patients to bleed."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.